Manufacturer narrative:
The device was returned to olympus for inspection and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the cable unit. Based on the results of the investigation, it is likely the video noisy occurred due to a component failure of the cable unit. A root cause could not be identified/ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the rigid video scope exhibited video noise after connecting to the device. The event occurred during preparation for use. There was no patient involvement.